Event description:
It was reported that during a lobectomy procedure, when the device was fired on the bronchus, the gun fired and then cut from the tissue. Unfortunately the staples did not form and the bronchus wasn't sealed. It is almost as if the staples have not formed their b shape by not hitting the anvil. There was no damage as it was the bronchus and not a vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Anvil misaligned. The analysis results showed that the device arrived with the retaining pin misaligned and with a reload present. The reload was received void of staples. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form. It is necessary to check to ensure the retaining pin is seated in the anvil prior to firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.